Event description:
It was reported that te pump was alarming no disposable pump won't run. No patient injury was reported.

Manufacturer narrative:
Other, other text: a product sample was received for evaluation. Visual and functional testing were performed. Tamper seal was all intact. High pressure and no disposable were found in event log history. Functional testing duplicated the reported problem. Found fluid ingression on the downstream sensor and downstream sensor was damaged cause no disposable alarmed. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace downstream sensor. D4: UDI information is unknown.